Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual device was not available; however, photographs were provided for evaluation. During visual inspection of the provided photographic sample shows the leak from the tp square connector. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the interface of the tubing of a prismaflex st150 set was observed bent and an external fluid leak occurred during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.